Manufacturer narrative:
The customer's meter has been returned and an investigation utilizing retained test strips has determined the complaint is not confirmed. Visual inspection was performed with no issues observed. Reader turned on with retained test strip insertion. No issues were observed with the strip port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader turned on with button press but not with test strip insertion. Customer further reported that on (B)(6) 2018 she felt hypoglycemic, ¿really sleepy, really cold and had twitch attacks¿ so paramedics were called. Upon arrival customer was treated with a glucagon injection and gluco gel. There was no report of death or permanent injury associated with this event.